Event description:
Event description cpi received information that a patient with an implantable cardioverter defibrillator (ICD) and transvenous defibrillation lead experienced oversensing and pocket stimulation. A new rate sensing lead was implanted and the pocket stimulation persisted. The high voltage section of the transvenous defibrillation lead remains active.